Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and found that system does not turn on. After reviewing log file fse confirmed the issue is with grabber card. The frame grabber captures the video from the allura system. Upon further troubleshooting, fse found that system does not start due to defective grabber cards in the flex vision pc. Fse replaced and configured flex vision pc. After the replacement of flex vision pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device was returned to expected functionality.